Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, peri-implant liquid.

Event description:
Hcp reported right-side ''prostheses present grade 4 of contracture" and "peri-implant liquid" on the right. Device remains implanted.

Event description:
Hcp reported right-side ''prostheses present grade 4 of contracture.'' Device remains implanted.